Event description:
It was reported that after a recent line and dexcom sensor change, the user experienced hyperglycemia while using the ilet pump; the caregiver believed the pump was delivering insulin but the body was not receiving it, and a fingerstick blood glucose was 302 mg/dl, so the user was disconnected and a drop test was performed to verify flow, with guidance to consider site issues such as a bent needle or poor location and to replace the infusion set when supplies became available; due to unavailable supplies at the time, the user switched to backup therapy with subcutaneous insulin by pen. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication and interviews with the caregiver and analysis of the information provided by the user or third party. Investigation of this case revealed no findings available and insufficient information to determine a device problem or a specific component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.